Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was in use on a pt, but there's no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The MFR's service technician was unable to duplicate the reported event. Review of the device diagnostic log history indicated a vent inop occurrence due to an inhalation autozero failures. Performance verification testing was completed and tests passed to operating specifications.